Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a uniform impedance drop of both the right atrial (ra) lead and right ventricular (rv) lead occurred approximately two days post implant. It was further reported that the rv lead exhibited a high number of short v-v counts since approximately two weeks after implant. The patient has been seen by the physician and pocket manipulation and isometric exercise were done, but the physician was unable to reproduce short v-v counts. The patient will be monitored closely by the physician. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.